Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during periods of high physical activity at work, the user experienced recurrent low blood glucose while using the ilet, with the lowest value of 47 mg/dl and approximately 20 minutes out of range, and the device alerted to the low. Symptoms included impaired mentation and sweating consistent with hypoglycemia. Outcomes included successful correction with oral glucose tabs and orange juice, no need for outside assistance, and no medical intervention. Investigation included troubleshooting and education regarding activity-related insulin needs, including guidance to pause or disconnect insulin delivery during strenuous activity. Investigation of this case revealed no device malfunction and suggests activity-related increased insulin sensitivity as a plausible contributor to the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.